Event description:
Boston scientific received info that a journal article published by dr. Beat schaer pointed to a study of 644 implantable cardioverter defibrillators (ICD) - 189 of which were manufactured by guidant - alleging that the devices did not meet longevity expectations regardless of programmed parameters for pacing and shock delivery. The devices were implanted from 1994 to 1999. The median longevity for guidant devices was 5.0 years. After 5 years, 70% of all the study's icds were still in service compared to the 80% projected by industry. Also, 13% of the pts with guidant devices died prior to device early eri but there was no info that directly correlated the deaths to the devices that triggered early eri. Specific models are unk and we have been unable to obtain more info. (Schaer, b.a., koller, m.t., sticherling, c., altmann, d., joerg, l., osswald, s., longevity of implantable cardioverter defibrillators (ICD), influencing factors and comparison to industry-projected longevity. Heart rhythm (2009), doi: 10.1016/j.hrthm.2009.09.013.)

Manufacturer narrative:
No additional info is available at this time. If additional info becomes available, the event will be updated and an updated report will be submitted.